Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03789. It was reported the patient is experiencing heating at his scs ipg pocket site while charging. It was also reported the scs ipg has moved and become more superficial. Subsequently, surgical intervention will be taken at a later date to address the issues as it is thought the migration of the scs ipg could be the cause of the pocket heating. Follow-up identified the patient is still experiencing pocket heating while charging but discontinues charging upon the occurrence. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.